Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a heavily calcified unknown lesion. During the first inflation of a 3.0 x 12 mm nc tenku the balloon ruptured when the pressure was below 18 atmospheres. The procedure was completed at this time as the lesion was fully expanded. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.